Event description:
A patient reports while wearing a pod for longer than 48 hours they had a lump at the pod infusion site (leg). In addition the patient reports having a scar at the pod infusion site.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported scar. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.